Event description:
It was reported that a merlin.net transmission alerted the pli was out of range. A transmission from (B)(6) 2012 revealed that a patient notifier had not been cleared since the alert which likely contributed to the inappropriate measured data.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.